Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the colon for bleeding during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp the tissue, but the hinge was fragments at close and the deploy mechanism was unable to be completed. The clip did not close properly and disengaged from the catheter. The clip was unable to release from the catheter. The device was removed and was still attached to the catheter. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event. The photo submitted by the customer shows that the clip assembly detached from the bushing but attached to the control wire.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter. Block h10: investigation results the returned mantis clip device was analyzed, and it was found that the clip assembly was detached from the bushing but attached to the control wire, evidence of soft deployment. Also, one locking tab is opened. And no activation is performed. Additionally, the customer provided a picture where it was possible to observe the clip detached from the bushing but attached to the control wire. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the clip assembly was detached from the bushing but attached to the control wire, evidence of soft deployment. Also, one locking tab is opened. Regarding the detachment of the clip, is possible that during unpacking of the device, the clip was hit against a hard surface causing the damage on the capsule, this possible hit, lifted the locking tab, which function is to attach the clip to the bushing, therefore, with this component lifted, there is not enough subjection between the clip and the bushing, causing the reported problem on the device. However, since the clip did not had any activation, a deployment attempt was never made. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.